Event description:
The product arrived approximately one month ago, ordered and supplied by the va. I am a disabled veteran. The product ceased charging three days ago. It has been maintained/cleaned according to company guidelines. Cannot upload more than one picture at a time.